Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the pump became slightly wet, customer received a pump message that the cartridge could no longer be used. Contact declined to provide further information as the issue had been resolved. Blood glucose was not impacted.